Manufacturer narrative:
A review of the complaint history for (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(4) was performed from the date of manufacture, 10-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were not detected on bus. A field service engineer found that the half-height matrix drawer retractor bands were cut and required replacement. Retrieved the necessary parts and completed the installation. Observed successful recovery and inventory of the previously failed items. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer failed. The customer attempted to restart the machine and afterward none of the drawers were detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.